Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-09421. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification-iib) and was referred for cardiac catheterization. The 1st target lesion was a de novo bifurcated ostial lesion located in the left main coronary artery (lmca) with 73% stenosis and was 15mm long with a reference vessel diameter of 4mm. The target lesion was treated with pre-dilation and placement of a 4.00x20mm taxus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was a long de novo bifurcated ostial lesion located in the proximal to mid left anterior descending artery (lad) with 79% stenosis and was 30mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x38mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with 3-vessel disease and was hospitalized on the same day. 90% diffuse in-stent restenosis of the study stents in the lmca to proximal lad was noted, which was treated with balloon angioplasty and placement of the drug eluting stent with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Date of birth: 1938. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).